Event description:
It was reported that the patient complained of diaphragmatic stimulation. The left ventricular (lv) lead output was reprogrammed, and the lead remains in use. The patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.